Event description:
Complainant alleged that while attempting to treat a patient (age and gender unk) in cardiac arrest, the device was unable to obtain an ECG signal using two sets of electrode pads. Complainant indicated that the clinician shaved the patient's chest and obtained another set of electrode pads to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.